Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call blood glucose issues. The customer's blood glucose was 230mg/dl at the time of call. It was reported customer transition from the 630g to the 670g and customer blood glucose levels are very high. Customer's father has lost confidence on the device and requests replacement. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis. Update: customer's father reported sugar levels were very high. Customer used to wake up with blood glucose readings between 90-120 mg/dl and now on the 670g the blood glucose levels are 230-240 mg/dl when she wakes up. The same settings had be installed in the 670g as her old pump. Caller was alleging under delivery. The father reported that the most recent incident occurred yesterday ((B)(6) 2018) when the sensor glucose value was reading 243mg/dl but the customer's blood glucose value was 435mg/dl (treatment method was to discontinue pump use - revert back to the previous/ minimed 630g pump which resolved the high blood glucose values). The customer is using medtronic sensor but is not using the auto mode feature.